Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital for a procedure to only replace a competitor right ventricular lead for an unrelated complaint. However, the right atrial lead had fused to the competitor lead. The right atrial lead had to be extracted and replaced as well. The patient was asymptomatic. The procedure was completed without complications.